Event description:
Since getting breast implants I have developed hashimoto's and premature ovarian failure. Symptoms started about two years after augmentation and have been getting progressively worse. Symptoms include: debilitating fatigue and brain fog, joint pain in hands, wrists, fingers, shoulders, knees, ankles, pain in breasts, developing food and seasonal allergies, anxiety and depression. FDA safety report ID# (B)(4).